Manufacturer narrative:
I was not able to reproduce the reported issue, I tested at great lengths and reported problem never happened. Perform functional verification tests - all tests passed. Released to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: a device service history review has been performed and identified that the unit was manufactured in 2015 and no other similar event has been reported. Based on all the collected information, the most likely root causes of the reported event can be assigned to one or more of the following: hospital longer lines: longer lines can affect heating performance by circulating more water out of the device at room temperature, therefore dissipating heat; heating of cardioplegia and patient lines at the same time: as per paragraph 5.6.3 of device instructions for use leaving the cardioplegia circuit active reduces the patient circuits¿ heating/cooling performance; temporary/intermittent internal electrical failure as a false contact or bad connections which was definitively fixed by service technician throughout the equipment check.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t did not warm. The issue occurred at setup. No additional information is available. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in columbus, district of columbia. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.